Event description:
It was reported during the patient's postoperative appointment with his physician, the physician was concerned about the patient's scs lead incision site. The pt was prescribed oral antibiotics. The physician will follow up with the patient at his next appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.